Manufacturer narrative:
(B)(4). Concomitant therapies: chlorhexidine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "erythema and edema," ¿discreet erythema, local heat, and poorly defined nodule," and ¿indurated site" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect)."

Event description:
Healthcare professional reported they injected a patient with 1 syringe of juvéderm¿ voluma¿ in the mandibular region, zygomatic area, jw4, and c1 area and an unknown amount of juvéderm ultra¿ at ¿other sites¿ located in the temporal area and dark circles. Pre-treatment included lidocaine cream, alcohol, and chlorhexidine. Twelve days later, the patient developed erythema and edema in the mandibular region. The edema began on the left side of the chin (jw4). There were no adverse events with the juvéderm ultra¿ injection. The next day, patient was observed by the healthcare professional. It was noted the left jw4 area had ¿discreet erythema, local heat, and poorly defined nodule of 1.5 cm.¿ there were no respiratory, allergic, or dental symptoms; patient had fillings, but there were no signs of gingivitis. Healthcare professional further described the event as ¿indurated site ¿ palpation only, not visible.¿ on this day, clavulin bd was started for 10 days and prednisolone 40 mg was started for 2 days, then scaled down to 20 mg for another 5 days. It was noted the ¿patient improved, but when the patient started to reduce the steroid, [they] had a relapse, and by [their] own will, the patient increased the steroid to 2 tablets.¿ when the prednisolone dose was reduced, the patient presented with edema at the left jw4 site and also in the right supralabial area (where no injection was performed) . A dental evaluation was done one day later which ruled out any inflammatory reactions involving the teeth. Patient was seen again the next day and the injector could feel a nodule of 5-6 mm in the jw4 area; there was no edema, heat, or erythema. There was nothing observed at the supralabial area. This is when the patient was started on the altiva; later, patient was provided with zina. An ¿enzyme¿ was also given as treatment at some point in time, along with allegra and zina. It was noted the patient ¿improved¿ and the ¿site of application only endured.¿ there was no permanent injury. Symptoms resolved approximately 1 month post injection.